Manufacturer narrative:
D4, h4: additional information. Manufacturer's investigation conclusion: a direct relationship between the device and the reported aortic regurgitation could not be conclusively determined through this investigation. The account reported that the patient was admitted on (B)(6) 2020 for severe aortic regurgitation. The plan was for the patient to undergo surgical repair. The account submitted an epc log file, dated (B)(6) 2020 , which contained approximately 7 days and 4.5 hours of data. The submitted log file data appeared to show the system operating as intended with stable pump parameters. No atypical alarms were recorded and the pump speed remained above the low speed limit without issue. It was later reported that the reported aortic regurgitation was not device related. The patient ultimately expired on (B)(6) 2020 due to massive bleeding following an aortic valve replacement. This was captured under MFR# 2916596-2020-01485. The device was not returned for evaluation. The surgical procedures section of the hmii lvas IFU states that moderate to severe aortic insufficiency must be corrected at time of device implant. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for severe aortic regurgitation and was to go for surgical repair. Log files were sent to analyze pump function. No further information was provided.